Event description:
It was reported that the pacing lead was attempted, not implanted. During implanting procedure, the passive lead could not be fixed into the ventricle. The physician replaced it with an active lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.